Event description:
It was reported that when the ventilator alarmed while connected to a patient, there was no audible alarm at the nurse call station. No patient harm reported. The nurse was in the patient's room when the reported problem occurred.